Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited inconsistent capture. The rv lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.